Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had frequent power loss alarms. Blood glucose level at the time of the incident was 88 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, seating and basic occlusion test. No unexpected power loss alarm noted on download long history file. The insulin pump was monitor without battery for 10 minutes. After re-insert battery no unexpected power loss alarm noted. The insulin pump received with cracked reservoir tube lip and scratched case.